Event description:
It was reported that, "patient fell off of the toilet at his home onto surgically repaired hip and was dislocated. Patient was found next day and brought to emergency room where x-rays and a closed reduction attempt took place. The lfit v40 (26x+4)mm femoral head remained attached to the accolade hfx #6 stem while beaming dislodged from the uhr universal head (58x26mm)."

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.